Event description:
The customer reported that there was a collimator potentiometer error message. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.